Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient code e0506 captures the reportable event delayed bleeding in the upper gi tract. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to treat the bleed. Imdrf impact code f2301 captures the reportable event of clip placement to treat the bleed. Imdrf impact code f08 captures the reportable event of emergency room visit.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 sc biopsy forceps was used in the upper gi tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient experienced delayed bleeding in the upper gi and went to the emergency room (ER). A clip was placed at the site of the bleeding.